Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the tip of the catheter (blue part) split and caused an air leak which caused the patient to be hemodynamically comprised and required increased inotropic support. Pneumothorax occurred which led to two extra days of hospitalization. Because of the pneumothorax, the patient required intervention that would otherwise not have occurred, which included a longer stay in ICU. The patient is currently in good condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
There were no samples returned for evaluation. Three representative samples were taken from stock lot number 201710474x, product part number (B)(4). A visual examination of the samples shows that the cap is fully intact with no splits. The reported defect could not be detected on the units inspected. In the absence of the actual complaint sample it is not possible to determine the root cause of this particular issue. The most probable root cause is the thoracic cap was attached to a connector which was not compatible with our product. All of the thoracic caps are manually applied to the thoracic catheters as part of the manufacturing process so that any issues can be identified and removed from the lot therefore no corrective actions are necessary at this time. If information is provided in the future, a supplemental report will be issued.